Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a friend/family member regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient's daughter that the thing was retarded and needed to be taken out, it was pointless and did not help with their problem and did not work. When asked the event date, the daughter stated it was just their opinion and to not worry about it. No further complications were reported or anticipated.